Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported shaft detachment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery. The 2.75x28mm rx vision stent delivery system (sds) was inserted into the guide catheter without resistance and the proximal shaft separated. The separated segment was simply withdrawn. There were no adverse patient effects and no reported clinically significant delay in the procedure. A same size rx vision sds was used to successfully complete the procedure. There was no additional information provided.